Event description:
The customer reported that she is pregnant and was hospitalized for low blood glucose levels, with a reading of 18 mg/dl. The customer stated that she had visited her doctor previously due to low blood glucose levels, and her settings had been adjusted. Troubleshooting was performed, and the reservoir volume was correct. The customer did state that the insulin pump had given her incorrect blood glucose readings in the past. Advised that the insulin pump would be replaced as a precaution. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.